Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A endurant stent graft system was implanted in a patient for the endovascular treatment of a 45mm diameter thoracic aortic aneurysm. The patient had a proximal neck diameter ranging from 18.3- 24.8mm and an aortic neck length of 10mm. It was reported that during a routine follow up approximately 2 weeks later, a CT scan detected a type ia endoleak. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.